Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon the lead placement and testing, the right ventricular lead exhibited unsatisfactory parameters. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the capturing problem was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. An x-ray examination was performed and it was found the inner coil over torqued inside the connector region which is consistent with procedural damage. Electrical testing did not find any indication of a conductor but found shots between the conduction paths due to the procedural damage. The cause of the reported event was isolated to the over-torqued inner coil inside the connector region. Visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
New information noted that the right ventricular lead exhibited loss of capture.